Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture even at 5.0 v. The lead was removed and replaced.